Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 05 january 2022. Expiration date: 01 december 2031. Part: 04.038.375s, tfna fenestrated helical blade 75mm -sterile. Lot: 583p005 (sterile). Helical blade was manufactured by elmira; lot numbers: 559p536 and 557p995. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation (orif) with trochanteric fixation nail advanced (tfna) long cement agmt for proximal femur. During the surgery, the blade was out of the nail-hole immediately after augmentation fixation with cement. The surgeon removed the blade and replaced it with a lag screw. The surgeon commented that the aiming arm 125 degrees for tfna was loose against to the insertion handle for tfna. Surgery was completed successfully with a delay of less than thirty minutes. Patient was stable. This report is for a tfna fenestrated helical blade 75mm - sterile. This is report 1 of 1 for (B)(4).